Event description:
It was reported that during implant procedure of the right ventricular (rv) lead and right atrial (ra) lead, the patient experienced asystole. It was noted that the rv lead parameters were unstable and the ra lead exhibited loss of capture. Rv lead and ra lead were successfully implanted and remain in use. No further patient complications have been reported as a result of this event. It was reported that the mobile programmer application froze and became unresponsive while pacing the patient during a procedure. It was noted that the patient was sinus rhythm with intermittent heart block and was in p wave asystole. While swapping between lead safety pacing and performing threshold checks, the patient went into p wave asystole and when attempting to pace on the atrial lead there was no capture so pacing on the ventricular lead was attempted, after which it was further noted that the mobile programmer application had frozen. It was noted that the mobile programmer application responded after a number of seconds but remained slow for the rest of the procedure. The mobile programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.